Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that system was still implanted in patient.

Manufacturer narrative:
Continuation of d10: product ID 3708640 lot# serial# (B)(6), implanted: (B)(6) 2019, product type extension product ID 3708640 lot# serial# (B)(6), implanted: (B)(6) 2019, product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2019 brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure involving the implantable neurostimulator, intraoperative out of range impedances were observed. The extensions were cleaned, checked, and re-inserted, extension ports were swapped, and impedances were tested multiple times. The issue was resolved intraoperatively by swapping extensions and ports. No patient complications have been reported as a result of this event.